Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The customer tried replacing the probe, the issue still occurred. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein/total protein stat on a cobas 6000 c 501 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a total protein value of 2.3 g/dl. The customer did not believe the value, so the sample was repeated. The sample was repeated, resulting in a value of 6.4 g/dl. The repeat value was deemed correct.

Manufacturer narrative:
The field service engineer determined there was an issue with bath drainage. The water pump and drain valves were replaced. Mechanism checks were performed and all was ok. Calibration and controls were successful and recovered within the customer's specifications. The investigation determined the service actions resolved the issue.